Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) has been having trouble getting and keeping the recharger (insr) antenna aligned to get sufficient coupling bars to charge the implanted neurostimulator (ins). It was reported that pt seems to have a hard time keeping insr antenna in correct spot when charging ins as pt often falls asleep when charging and insr antenna moves from ins. Pt's ins discharged and now needs assistance turning back on stimulation. Pt has been having "spasticity" since pt's therapy is off. Patient services (pss) walked caller through checking therapy status with patient programmer. Pt was getting ins battery charge level low screen on pp and pss walked caller through charging pt's ins. Initially, pt was getting ins battery charge level low screen on pp , but plugged in desktop cord and confirmed pt's normal recharging screen appeared. Pt's ins was charged 25% and blinking to 50% and stimulation was off. Caller pressed stim on button on insr, but stimulation did not turn on. Pss reviewed charge level necessary to turn on stimulation. Pss recommended pt continue charging ins, then attempt to turn on stimulation when ins is sufficiently charged. Pss has processed an adhesive disc order to help improve maintaining coupling. Event date was asked and caller stated pt has been having difficulty charging ins "on and off for a little bit" and stated pt's spasticity started "about 3 or 4 days ago".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the connector from the "brick" to the recharger was damaged and the recharger wouldn't charge the battery. The device was replaced and this resolved all problems except that it takes two charging sessions where it used to be only one to charge. Symptoms had resolved and if it had not resolved over time it would have looked seriously at replacing the entire system including the in chest battery.